Manufacturer narrative:
Pump received with detached end cap, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that there was a crack at the end cap. Customer's blood glucose was 187 mg/dl. Customer was advised that insulin pump would need to be replaced.